Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in the half-height drawer kept failing. It was found that the cubie was bad and the lid kept jamming. A field service engineer assessed the customer to remove the bad cubie, reseated all connections to the drawer, and rebooted the station to resolve. The system functioned as intended after the field service engineer assessed the customer to solve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer confirmed malfunction occur when user trying to issue medication to patients and the user managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.